Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the proximal left anterior descending artery. After the xience xpedition 3.5 x 48 mm was implanted there was a proximal edge dissection. Another xience prime 4.0 x 23 mm was used to cover the dissection and complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.